Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing and diminished p-wave sensing. The ra lead was removed and the atrial port on the device was capped. The lead was not replaced. It was further reported that during atrial lead revision, the right ventricular (rv) lead insulation was damaged. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.